Event description:
Information was received from a consumer regarding a patient with an implantable pump containing fentanyl for non-malignant pain. It was reported that the patient had been getting a couple of error codes; 518 (communication code) at least 4 times and 156 (application restarting due to system error) at least 3 times. When asked about event date; patient (pt) mentioned about a month ago. Pt mentioned that with 156 when they were trying to get bolus they did not get a confirmation that the bolus started or got delivered but deducted from the total count. Pt then mentioned that they're also having problems with the communicator not getting connected. Pt mentioned the handset will time out wait or cancel a few times they needed to resync. Pt asked the report logs if logs can be retrieved; pt added they haven't deleted any reports. Agent reviewed information about the report logs and potential connection lag with the device. Agent assisted pt in deleting the data and asked to connect to their pump. Pt access their myptm and encountered no device found and needed to reposition to reconnect. Pt was able to get connected and got their bolus with no lag. Agent reviewed 156 and a dvised pt to properly close all application. Agent reviewed 518 and reviewed healthcare provider's role and redirected pt.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.